Event description:
The user facility's biomedical engineer (biomed) reported that during preventative maintenance (pm) of the device, that he was replacing the pump housing on the cooler heater unit. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The biomed has had unit waiting for a pump housing to become available, which is currently out of stock.